Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had moved back into the coronary sinus. The patient¿s ejection fraction (ef) had now normalized while the qrs was narrow. The lead was explanted. The patient was stable and discharged.